Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician attempted to implant two different leads in the coronary sinus, but was unsuccessful due to patient anatomy. The physician stopped the procedure and will attempt again at a later date. No patient complications were reported as a result of this event.